Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/27/2013 with the following findings: the display screen is cracked. Pump powers on with display remaining blank. When a test display screen was used the display functions properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a damaged display issue. The pump screen is shattered and blank, rendering the pump unusable. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.